Event description:
Customer alleges, "inner circular lid works itself loose and causes outer lid to pop open when in use and inner lid flies across the room and has come close to hitting people in it's path." During a phone call on (B)(6) 2013, the customer reported that the incident occurred twice. In an email on (B)(6) 2013, the customer estimated that the first incident occurred in (B)(6) 2012, and the second occurred approx one month later. The device involved in the alleged incident was returned to sti for examination on (B)(6) 2013. Other than evidence of normal wear, a visual examination of the device revealed no mechanical or other failures that could result in the bowl lid coming off of the bowl when used properly. Performed testing of the device was also conducted on (B)(4) 2013. Prior to the test, the bowl lid was secured tightly to the bowl as instructed in the operator's manual. The bowl lid showed no signs of coming off during use. Another test was conducted in which the bowl lid was attached to the bowl loosely. The bowl lid then came off after about four mins of operation, but the bowl lid did not cause the outer lid to come open as described in the customer's allegation. The bowl lid stayed contained within the centrifuge after it came off. The imbalance detection system on the centrifuge caused it to stop operation almost immediately after the bowl lid came off. Efforts to force open the outer lid during operation were not successful, indicating that the outer lid latch performed as intended.

Manufacturer narrative:
A review of the slideprep plus cytology centrifuge operator's manual, revision e, made effective 08/2011, revealed that the instruction "make sure that the lid is securely fitted" is provided in bold, all capital letters with a caution symbol in section 3.1, loading and balancing the sealed head. The operator's manual is sufficient for instructing the user to verify that the bowl lid is securely attached.